Event description:
Our patient presented early on (B)(6) 2022 with progressive movement and stress-dependent back pain. Barricaid was implanted in 2014 at l2/3, which is not indicated in the us. Presentation at our center on (B)(6) 2022 with MRI on (B)(6) 2022. The x-ray of the lumbar spine on (B)(6) 2022 shows a dislocation of the metal anchor from the endplate and an intraspinal dislocation of the occlusion component epidurally. The further diagnostics by means of CT on (B)(6) 2022 shows the loosening with dislocation and bone resorption with suspected low-grade infection.

Manufacturer narrative:
Device was not available for fai review as it was discarded during surgery. Surgeon notes and images show there was bone loss around the implant, this may have contributed to the implant migrating epidurally. No comments from the surgeon describe the device failing to perform as intended.